Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was shocked 20 times and was rushed to the hospital and the battery life depleted from five years to less than one year as a result. This device was subsequently explanted and replaced. However, the patient reported that they are still experiencing pain. This device has not been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6: patient codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was shocked 20 times and was rushed to the hospital and the battery life depleted from five years to less than one year as a result. This device was subsequently explanted and replaced. However, the patient reported that they are still experiencing pain. This device has not been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was shocked 20 times and was rushed to the hospital and the battery life depleted from five years to less than one year as a result. This device was subsequently explanted and replaced. However, the patient reported that they are still experiencing pain. This device has not been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 device codes. This device was not returned for product analysis. The product investigation determined that the device was functioning according to its programmed parameters. Product record reviews did not identify a product quality anomaly or new patient harm. Correction: h6 patient codes.